Manufacturer narrative:
Age at time of event: (B)(6). (B)(4). Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately tortuous and moderately calcified abdominal aorta. After a non-bsc stent was deployed, a 27/7/2/65 equalizer balloon was selected as a touch up balloon. Upon first inflation, the balloon ruptured inside the stent graft. The device was completely removed from the patient. No patient complications were reported and the patient's status was good.